Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had an undetected upstream occlusion. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Baxter's functionality test confirmed the symptom undetected upstream occlusion, but the eval did not reproduce it. The device passed all testing and was operating within spec. The ultrasonic sensor was recalibrated to ensure proper functionality.